Manufacturer narrative:
Citation: landes u et al. Repeat transcatheter aortic valve replacement for transcatheter prosthesis dysfunction. Journal of the american college of cardiology. 2020; 75(16):1882-1893. Doi: 10.1016/j.jacc.2020.02.051. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective analysis of replacement transcatheter aortic valve replacements (tavr) that occurred either within or beyond 1 year of the index tavr procedure. All data were collected from multiple centers via a registry initiated in february 2019. The study population included 212 patients (predominantly male, mean age 79 years), 79 of which were implanted with medtronic corevalve transcatheter valves (no serial numbers provided). Among all patients, it was reported that the 30-day survival was 94.6% and 98.5% for the early replacement and late replacement groups, respectively. The 1-year survival was 83.6% and 88.3% for the early replacement and late replacement groups, respectively. No further details were provided about the deaths, and multiple manufacturers were noted in the literature. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: stroke, myocardial infarction, coronary obstruction, new permanent pacemaker implantation, high gradients, aortic stenosis, moderate-severe aortic regurgitation, valve malposition, valve malsizing, valve degeneration, valve thrombosis, endocarditis, annular rupture, cardiac tamponade, conversion to open heart surgery, major vascular complication, major bleeding, acute kidney injury. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.